Event description:
A nurse reported twelve pts who presented with inflammation following intraocular (iol) implant surgery. The nurse reported that all pts were treated with medication and the inflammation resolved. She stated, the surgery center has checked for possible factors leading to the inflammation. In a f/u, the technician indicated that the inflammation was almost fibrous in appearance and white cells were present. Also, the administrator for the facility reported that the facility is a multi-surgery clinic but does not mix cleaning of the ophthalmic instruments with other operative instruments. He reported that the medication regiment of the surgeon was reviewed. In a f/u, the surgeon reported that, in his opinion, the device did not cause/contribute to the event. There are twelve medical device reports associated with this event. This report is for the eleventh pt.

Manufacturer narrative:
Product investigation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: a root cause could not be determined by the investigation. It is unclear how the product could have contributed to this event. Product history record reviews for all associated complaints do not demonstrate any correlation between mfg dates. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 08/24/2011 and 08/25/2011 by phone, fax, and mail. Add'l info was rec'd on 08/24/2011 and 08/30/2011. A completed questionnaire was rec'd on 09/02/2011. A site visit has been scheduled. (B)(4).